Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may have been the result of joint instability or humeral loosening as reported. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no product images or relevant clinical information was provided. D1: corrected. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
Pending investigation. Concomitants: 300-30-06 equinoxe preserve stem 6mm a840667 315-35-00 - glnd kwire a933807 320-08-42 - glenosphere exp 42mm +4mm offset a475160 320-15-05 - eq rev locking screw b026033 320-15-07 - sup/post aug plate, l rs glenoid baseplate a872599 320-20-00 - eq reverse torque defining screw kit b029241 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s534218 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm a896121 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s432655 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm s537352 320-42-00 - 145-deg pe 42mm hum liner +0 s468357 322-10-00 - humeral adapter tray, +0 a978010 531-55-88 - ergo gps 3.2mm drill kit sterile a993231 531-78-20 - shouldr gps hex pins kit b048867 a10012 - gps implant kit v2 01013824005.

Event description:
Approximately 3 months and 26 days post-operative of a left reverse total shoulder arthroplasty (rtsa), it was reported that the patient experienced loosening of the humeral stem. The patient underwent standard reverse revision for instability and the loose humeral stem. The humeral components were removed and the doctor implanted a competitor's humeral components. The patient was last known to be in stable condition following the event. No breakage or surgical delays were reported and the devices will not be returning as they were sent to pathology.